Event description:
It was reported that the lead integrity alert (lia) was triggered due to oversensing on the right ventricle (rv) lead and a lead fracture was suspected. It was further reported that there was noise and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 11 - ventricular nst<=215 ms between (B)(6) 2012, 17:52:40 and (B)(6) 2012, 06:04:45. 5 - lfp high rate-ns <= 215 ms average v-cycle between (B)(6) 2012, 17:10:21 and (B)(6) 2012, 12:04:42. Sensing - interference/noise. Ventricular short interval count v-sic=565.6 counts avg/day, in 9.04 days, between (B)(6) 2012, 12:13:58 and (B)(6) 2012, 13:12:33. Std review - lead integrity alert triggered. One - patient alert for lead failure predictor on (B)(6) 2012, 21:04:38. Impedance - high resistance/impedance. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012, 15:00:12 and (B)(6) 2012, 21:00:12. Weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 475 to 4047 ohms range between (B)(6) 2012.